Event description:
Ous MDR - after an implantation time of about 3 weeks, a loss of capture was reported. The lead was dislodged. It was exchanged and returned to biotronik for analysis. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the examination, the lead was checked visually, mechanically, and electrically. During the mechanical inspection, a mandrin could not be inserted into the lumen of the lead without problems. The analysis showed that remains of coagulated blood prevented a complete advancement of the mandrin within the inner conductor helix. These coagulated blood residues probably originate from the implantation of the lead. The analysis did now show any further deviations that could be related to the clinical complaint. In summary, there were no indications of material defects or manufacturing errors.